Manufacturer narrative:
A3. Reported patient sex (female) is representative of the majority of patients (77.4%) included in the study. B3. Reported event date is date article was initially published online. This report is submitted regarding an event which involved a potential device malfunction or deficiency which was reported in the article. Adverse events reported which were not associated with any device malfunction or deficiency will be reported separately. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Abramyan, a., roychowdhury, s., sundararajan, s., tran, d., samaan, m., <(>&<)> gupta, g. (2025). Single-session and staged combination of pipeline embolization device and woven endobridge device for complex aneurysms: techniques and lessons learned. Operative neurosurgery (hagerstown, md.). Https://doi.org/10.1227/ons.0000000000001769 medtronic review of the literature article found a retrospective review of patients who underwent aneurysm treatment with pipeline embolization device (ped) and the non-medtronic web device. Some patients underwent treatment with both ped and web devices; this group was further analyzed for single versus staged intervention. None of the reported adverse events resulted in permanent deficits, and all patients recovered to a favorable clinical status. In the staged ped + web group, one patient experienced aphasia related to ped protrusion into the left middle cerebral artery (mca). Another stent (non-medtronic device) was implanted to resolve the issue.